Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), pain ("pain"), rash ("skin rash"), alopecia ("hair loss"), contusion ("bruising"), anxiety ("anxiety") and oligomenorrhoea ("long cycles"). The patient was treated with surgery (surgery to remove essure). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, pain, rash, alopecia, contusion, anxiety and oligomenorrhoea outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, pain, rash, alopecia, contusion, anxiety and oligomenorrhoea to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain and heavy bleeding (seen as genital haemorrhage). A surgery was performed to remove micro-inserts around 3 years after insertion. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Besides that abnormal genital bleeding and menses pattern changes may occur either. In this specific case, consumer presented the events after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between events and essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 869749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 6. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), oligomenorrhoea ("long cycles"), rash ("skin rash"), pain ("pain"), alopecia ("hair loss"), contusion ("bruising") and anxiety ("anxiety"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, oligomenorrhoea, rash, pain, alopecia, contusion and anxiety outcome was unknown. The reporter considered alopecia, anxiety, contusion, genital haemorrhage, oligomenorrhoea, pain, pelvic pain and rash to be related to essure. The reporter commented: insertion details: right 2 coils and left 3 coils remained visible. Most recent follow-up information incorporated above includes: on 26-aug-2020: medical record received. Lot number, reporters information and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 869749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 6. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), oligomenorrhoea ("long cycles"), rash ("skin rash"), pain ("pain"), alopecia ("hair loss"), contusion ("bruising") and anxiety ("anxiety"). The patient was treated with surgery (surgery to remove essure). Essure was removed on 17-jun-2015. At the time of the report, the pelvic pain, genital haemorrhage, oligomenorrhoea, rash, pain, alopecia, contusion and anxiety outcome was unknown. The reporter considered alopecia, anxiety, contusion, genital haemorrhage, oligomenorrhoea, pain, pelvic pain and rash to be related to essure. The reporter commented: insertion details: right 2 coils and left 3 coils remained visible. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 3-jan-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented heavy bleeding (seen as genital haemorrhage). A hysterectomy was performed to remove micro-inserts around 11 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.